Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. Reportedly, the pump gave multiple call service 088 alarms in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found occurrence of the reported call service alarm. On investigation, the pump powered on and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without any incidents. The pump casing was opened and no defects were found with the printed circuit board. The reported call service alarm was verified in the black box but the investigation was unable to duplicate the issue.